Event description:
It was reported that during a bilary stenting treatment procedure, unintended stent deployment occurred. The target lesion was located in the bile duct. The device was inserted and resistance in the guide wire was noted. The device was removed, flushed and reinserted. The physician advanced the 10mmx71mmx75cm epic stent delivery system (sds) and encountered resistance in the right hepatic duct. The physician noted that 1-2cm of the stent had become deployed. The physician advanced a 7f sheath to replace the ervious 6f sheath and attempted to advance to the target lesion but was unsuccessful. The physician successfully removed the partially deployed stent and the sheath. A hemorrhage in the hepatic duct was noted by the physician. The procedure was postponed due to the middle degree of bile duct inflammation. The procedure was completed six days later with a non-bsc stent. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the safety lock tab was secured on the threaded rack. The stent was protruding 3mm out from the end of the outer sheath. Magnified inspection revealed a 2mm gap between the floating bumper and the stent, exceeding gap specification and indicating stent deployment was initiated. An appropriate sized guide wire was inserted into the tip and completely advanced through the wire lumen without encountering any resistance. The handle was disassembled to inspect pawl spring and thumbwheel condition. There was no damage or indication that the stent was retracted back into the sheath. There was no evidence the event was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a bilary stenting treatment procedure, unintended stent deployment occurred. The target lesion was located in the bile duct. The device was inserted and resistance in the guide wire was noted. The device was removed, flushed and reinserted. The physician advanced the 10mmx71mmx75cm epic stent delivery system (sds) and encountered resistance in the right hepatic duct. The physician noted that 1-2cm of the stent had become deployed. The physician advanced a 7f sheath to replace the pervious 6f sheath and attempted to advance to the target lesion but was unsuccessful. The physician successfully removed the partially deployed stent and the sheath. A hemorrhage in the hepatic duct was noted by the physician. The procedure was postponed due to the middle degree of bile duct inflammation. The procedure was completed six days later with a non-bsc stent no further patient complications were reported.